Manufacturer narrative:
Investigation into this complaint included a quality data review and a complaint history review. The results of the investigation are summarized as follows: a lot number could not be obtained as the customer did not provide one and the results logs could also not be obtained which would include this information. The customer was shipped lot 504783 on 03/24/2020 and lot 504903 on 04/01/2020. The customer stated that the run occurred on 04/07/2020, therefore, both lots were investigated. Quality data review: the device history records (DHR) review for abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 504903 and 504783 and components was performed. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lot 504903 or lot 504783. The CAPA review for abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 504903 and 504783 and components was performed and did not identify any internal or post-production use issues related to these lot numbers. Complaint history review: the lot specific complaint history review for abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 504903 did not identify any additional complaint tickets related to this issue. Complaint history review identified two additional complaints potentially related to the reported issue for the abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 504783. One ticket is being independently investigated and the other ticket currently remains open pending troubleshooting. Based on the results of the investigation elements, a product deficiency for the abbott realtime sars-cov-2 amplification kit (list 09n77-95) lot 504903 and 504783 was not identified. Expiration date and manufacture date for lot 504783 were provided in the 3500a form fields. Expiration date and manufacture date for lot 504903 are being provided here. Lot 504903 - expiration date: aug 04, 2021 manufacture date: mar 27, 2020.

Manufacturer narrative:
Elevated complaint investigation will be performed. As lot number is unknown, expiration date and date of manufacture have been left blank.

Event description:
Customer reported that on a sample from a patient who presents with symptoms consistent with covid 19, a negative result was generated when running the realtime sars-cov-2 assay. The initial results were released outside the lab and questioned by the physician. The customer suspected a deficiency in sample collection, so the molecular application specialist (mas) reminded the customer to guard specimen integrity by heeding the transport and storage conditions in the package insert and cdc guidance. Customer stores samples in the refrigerator to avoid freeze/thaw cycles on the samples. During follow-up, the customer confirmed that a re-collected sample reported negative on realtime sars-cov-2 assay, as well as alternative platform, genmark eplex ID. The patient is being treated for covid-19 despite negative results. He is hospitalized and on a ventilator. Mas called customer to inquire about patient status and demographics. Customer said she is not sure if the customer is still in the hospital as patient was at a different facility. Customer has no demographic information about the patient. Customer has not learned any further details of this patient's case.